Event description:
Hospital staff report that during an open heart procedure, after six shocks had been delivered with internal paddles the device appeared to freeze. The device operator stated the keypad would not respond to key presses and the device display appeared to freeze and no longer updated the pt waveform data. A back up device was made available and care to the pt was continued. The reporter stated there was no adverse affect to the pt as a result of device operation due to the availability of a backup.